Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited low impedance and noise. It was suspected that the lead had fractured. No intervention was performed. The patient was asymptomatic and would continue to be monitored.